Manufacturer narrative:
D4 and h4 were updated and evaluation codes as well.

Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #21285461. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The engineering evaluation is still ongoing. The results will be included in the final report.

Event description:
It was reported to gore that patient underwent endovascular treatment for an internal iliac aneurysm in the left hypogastric artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that after implantation of the vbx-device it was tried to retract the balloon catheter but it got stuck on the wire. As the surgeon tried to pull more, the end of the shaft disconnected from the rest of the catheter. For that reason the wire from the target vessel had to be removed.